Event description:
A physician reported during an intraocular lens implant procedure, there were scratches on the lens after implantation. The surgery was completed by removing the scratched lens and implanting with another lens. Additional information has been requested.

Manufacturer narrative:
A photo was provided of a lens in the eye. Two areas were indicated by yellow arrows. One area is to the left side of the optic and may be a scrape or scratch. The second area is in the center going left to right. This is similar to damage cause by a plunger override. No other determination can be made from the photo. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and returned loose on the outer lip of the lens case base. The lens has been cut in half, typical of insertion and removal from the eye. Multiple scratches and nicks of the lens material is observed on both the anterior and posterior surfaces of the optic. A small crack is observed on the posterior surface of the optic. The file indicates the use of a qualified cartridge, handpiece with a company viscoelastic. Lens damage including numerous scratches was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).